Manufacturer narrative:
The baxter technician found the device needed to be replaced. The technician replaced the device to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed as applicable.

Manufacturer narrative:
The baxter technician found the device needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the device to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed as applicable.

Event description:
Baxter received a report from a baxter technician to report the vest model 105 serviced is sparking and smoking. The bed was located at the account.this occurred at home during patient use. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.